Manufacturer narrative:
The insulin pump alarmed during the prime test due to a protruded/loose drive support disk. The unit passed the error test, and no other alarms were noted. The unit had cracks on all corners of the display window, reservoir tube window and battery tube threads, as well as a scratched display window and missing end cap sticker. The device had a loud motor noise during the displacement test due to a faulty motor.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.